Event description:
It was reported that the patient's catheter had become disconnected. Manufacturer device registration showed there was a catheter revision on (B)(6) 2011. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID, 8709 serial# (B)(4), implanted: 2004 (B)(6), product type catheter. (B)(4).